Event description:
The excluder bifurcated endoprosthesis trunk-ipsilateral device was positioned and deployed. While attempting to gain access to the contralateral leg hole of the trunk-ipsilateral device. The physician inadvertently moved the device proximally and covered both renal arteries. He tried to pull the device down using balloons; however, 1 renal artery remained covered. Thus, the patient was converted to an open repair of the abdominal aortic aneurysm. The patient tolerated the procedure well. No allegation of defficiency regarding the excluder device was made.